Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2020 by seminars in arthroplasty, titled ¿lower rates of radiolucency with a hybrid all-polyethylene pegged glenoid component compared to a completely cemented pegged glenoid component¿. The study reviewed thirty-four (34) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) and univers pe pegged glenoid (arthrex) to address the following: primary glenohumeral osteoarthritis (33 patients), and post-traumatic arthritis (1 patient). Additionally, the study reviewed sixty-two (62) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers apex (arthrex) and univers vaultlock (arthrex) to address the following: primary glenohumeral osteoarthritis (58 patients), post-traumatic arthritis (2 patients), and rheumatoid arthritis (1 patient). During the forty-six (46) month follow-up period, one (1) patient experienced rotator cuff failure. Source: denard, patrick j., et al. "Lower rates of radiolucency with a hybrid all-polyethylene pegged glenoid component compared to a completely cemented pegged glenoid component." Seminars in arthroplasty: jses. Vol. 30. No. 1. Wb saunders, 2020.